Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d10: concomitant med products and therapy dates: burr device, (B)(6) 2023. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that cutter could not be removed was not confirmed. Therefore, an assignable root cause for the reported condition of cannot remove cutter was not determined. However, during evaluation, it was determined that the device neuro tip was bent/damaged. The assignable root cause was determined to be traced to maintenance. UDI: (B)(4).

Event description:
It was reported by the netherlands that during service and evaluation, it was determined that the craniotome device neuro-tip was bent/damaged, could not insert cutter and had bearing damage. It was further determined that the device failed pretest for visual assessment and cutter insertion. It was noted in the service order that the device was received with a burr stuck inside. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.